Event description:
A zoll dist returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the trunk cable connector was severed and missing, preventing the electrode belt from connecting to a monitor. Additionally, the ECG c&d cable was pulled from the strain relief, damaging wires. The root cause for the severed connector and strained cable was physical abuse. No adverse event resulted from the defective electrode belt.